Manufacturer narrative:
The system was used for treatment. This case is reportable as an MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is associated only with the kit, this MDR will be only against the kit. A batch record review for kit lot p166 was conducted. There were no non-conformances associated with this complaint. This lot met all release requirements. A review of kit lot p166 shows no trends. Trends were reviewed for complaint category drive tube leak/break. No trends were detected for this complaint category. No product, product component(s), or photographs have been returned for evaluation. An investigation has been performed based on the customer complaint description and the therakos service report associated with this incident. Service did replace modification kit 18, which includes drive tube bearing retainers. The root cause, however, could not be determined. No further action is required at this time; this investigation is now complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report a drive tube leak/break that occurred with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Approximately 1425 ml of whole blood had been processed. The customer denies any difficulty with the centrifuge installation. The customer has not returned any product or product components, nor any photographs, for evaluation. The patient has been reported to have been stable. No patient harm has been reported.